Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17, c20, d15, g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported regarding alleged inaccuracy that after taking a spin, the site noticed the scans were inaccurate and took another spin. The site confirmed the accuracy and placed screws. They then checked the accuracy of the screws and found them to be lateral. The site then performed another spin and replaced the screws. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
B5 updated, (h3,h6) medtronic representative went to the site to test the imaging system and found imaging system trackers appear to have been bumped by something and show slight paint scuffs/chips. Navigation was off by about 0.88mm using pointer and verified with cal kit. Performed nav calibration and accuracy is now corrected to 0.08mm. All testing passed. B01,c07,d02,g02008 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received stating that it appears that the imaging system tracker was knocked by something as there was a paint chip on the leading edge. When using chickenfoot blunt pointer to test accuracy, the screen showed a tracker deviation of .86mm during instrument verification. This deviation was also apparent during accuracy testing and calibration.